Manufacturer narrative:
Date of event: exact date unknown, event occurred a week after implant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 7070617 / 7073268.

Event description:
It was reported that a week following implant, the patient developed an infection across both ipg and lead incision sites. Symptoms of redness, warm to touch and soreness were noted. The infection was not device or procedure related and the cause was unknown. The patient was prescribed antibiotics, treated and cleared of infection.

Event description:
It was reported that a week following implant, the patient developed an infection across both ipg and lead incision sites. Symptoms of redness, warm to touch and soreness were noted. The infection was not device or procedure related and the cause was unknown. The patient was prescribed antibiotics, treated and cleared of infection. Additional information was received that the patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and leads were not returned as they were kept by the medical facility. The patient was doing well post-operatively.